Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, elevated thresholds and no pacing. A revision procedure was performed and a fracture of the lead was confirmed via fluoroscopy during the procedure. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.